Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub nurse reported that the vitrectomy probe did not chop during a vitrectomy procedure; however, the probe was aspirating. The cassette was replaced and the procedure was completed. There were no consequences to the patient. Additional information has been requested and received.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for this finish goods lot. The device history record (DHR) shows the product was released per specifications. Inspection of the probe found the cutter in the fully shut position and the pneumatic open drive line was found to be occluded with adhesive which would prevent actuation of the probe cutter. The position of the probe cutter stuck in the fully shut position would render the device inoperable and would inhibit aspiration in the shut position. The root cause of the customer's complaint is the occluded drive line which is related to an error during the assembly process of the tubing to the probe. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).